Event description:
Information was received based on review of a journal article titled, "the oxford medial unicompartmental arthroplasty" which aimed to report the ten-year survival of knees with anteromedial osteoarthritis and normal acls treated by unicompartmental replacement using the oxford prosthesis, manufactured at biomet. It was reported that patient underwent a partial knee arthroplasty on an unknown side on an unknown date. Subsequently, patient was revised due to increasing pain and valgus deformity, and leg spasticity due to cervical myelopathy on an unknown date 3.9 years following the initial procedure. Operative findings noted erosion of cartilage and bone during the revision procedure. All components were removed and replaced with a total knee.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This information was originally reported on 1825034-2015-02956 which referenced a journal article written on a study that this patient took part in.

Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.